Event description:
This is the second of two mdrs for the same pt. It was reported that a revision surgery was performed at an unk time to break off a set screw originally implanted with the tab intact. Approx 3 months after the first revision, a second revision surgery was performed to replace a pedicle screw and a backed out set screw.